Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (20 mg/ml), unknown baclofen (20 mcg/ml), and morphine (3 mg/ml) via an implantable pump for unknown indications for use. It was reported that the patient has had issues with volume discrepancies twice now and the hcp was concerned the pump was underinfusing. The first volume discrepancy on (B)(6) 2024 they expected 3.3ml but got 8.8ml back. On (B)(6) 2024 they expected 5ml back and got 14ml. The patient has had increased pain. Hcp confirmed dosage had not really changed. This was a newer pump; they asked about doing a roller study. Technical services clarified that any motor stalls would be logged in the synch ii logs but they were still welcome to do a roller study. The hcp did a dye study and the catheter came back patent-no occlusion or catheter kinks/tears.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.